Event description:
Set pin is depressed and removed. When pushing side of device to activate lancet, it does not activate - nothing happens. Another device has to be used in order to get a finger stick and obtain blood sample.